Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears. The caller acknowledged the instructions and expressed interest in moving forward with the renewal process.